Manufacturer narrative:
Date of event: exact date of the event is unknown. Investigation summary: with all the available information, boston scientific concludes that the identified distal circumferential fracture occurred due to elevated temperatures, near the laser beam output window. A distal circumferential fracture has the potential for forward firing; therefore, the reported unspecified issue event is confirmed. Analysis identified charred debris adhesion on the metal cap, which is indicate of tissue contact. It is probable that the tissue adhesion contributed to elevated temperature near the laser beam output window leading to the circumferential fracture. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. Continuously elevated temperatures can lead to fiber damage, including circumferential fractures. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. Although analysis also identified devitrification at the fiber tip, please note that devitrification is a normal degradation of the fiber that occurs through normal use. It is the result of heat accumulation at the fiber tip causing the glass at the firing window to crystallize. Device history record (DHR): a review of the DHR confirmed that the device met all material, assembly and performance specification. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the glass cap exhibited a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The glass cap exhibits severe devitrification at output window. The metal exhibits moderate charred debris adhesion on its surface, indicative of tissue contact. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The fiber was tested with hene laser fixture, aim beam was observed at the output window. There are no signs of breakage along length of fiber. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted did not identify any signs of breakage along length of fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU state: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted circumferential fracture. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that an unspecified issue occurred with the fiber. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. The fiber was returned and analysis identified that the glass cap exhibited a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. Based on the observed distal circumferential fracture, the potential for forward firing exists.